Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The medical records indicate the patient experienced adhesions. Adhesions are listed as a known possible adverse reaction in the instructions-for-use. Per the operative details the mesh was well attached/embedded to the sacrum as the mesh had been in place for 13 years. With the current information available no conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2002 - the patient was diagnosed with genuine stress urinary incontinence and cervical procidentia. The patient underwent an abdominal sacrocolpopexy with implant of a davol flat mesh, cervicoplexy, paravaginal repair, burch procedure, cystoscopy and moskowitz culdoplasty. Per the operative details "a piece of mesh (davol flat) was then cut into two pieces and the mesh was placed to the posterior aspect of the cervix between the uterosacral ligaments. A second piece of mesh (davol flat) was then placed in the same position." On (B)(6) 2015 - the patient was diagnosed with a pelvic mass, abnormal uterine bleeding, pelvic pain with extensive adhesive disease and foreign body. The patient underwent an exploratory laparotomy, excision of davol flat mesh, extensive lysis of adhesions, hysterectomy, bilateral salpingo-oophorectomy, bilat ureterolysis, cystoscopy, appendectomy, proctoscopy, complex closure of abdominal wall and radical debuking of a pelvic mass. Based on the operative details the davol flat mesh was isolated and resected from the sacral area to the vaginal cuff. Most of the flat mesh was trimmed and remnants which were embedded into the sacrum itself were not removed since the mesh had been in place for 13 years.